Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the tube sst plh 13x75mm 3.5ml plbl gold, the device experienced poor barrier separation of sample . The following information was provided by the initial reporter. The customer stated: hi I am receiving samples drawn in your gold tops and the gel is not moving away from the bottom of the tube after 15m spun at 1300xg.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter state: address information was not able to be obtained, therefore, (B)(6) was used as a place holder. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the tube sst plh 13x75mm 3.5ml plbl gold, the device experienced poor barrier separation of sample . The following information was provided by the initial reporter. The customer stated: hi I am receiving samples drawn in your gold tops and the gel is not moving away from the bottom of the tube after 15m spun at 1300xg.